Manufacturer narrative:
H10 additional information received: it was confirmed that the device was swapped out for another ventilator and there was no injury to the patient. Investigation remains ongoing.

Manufacturer narrative:
Per good faith effort response, the authorized service provider (asp) engineer confirmed the reported issue. However, multiple attempts have been made to try to obtain further information about this case, but no response was received.

Event description:
Philips received a complaint by the customer on the v60 indicating that the patient used the ventilator for acute heart failure, and a 1008 machine and proximal pressure sensors failed alarm error occurred during use. The black screen on the operation interface indicated that the ventilator did not work due to a faulty proximal pressure sensor. The device was in use on a patient at the time the reported issue was discovered. Additionally, the customer reported that the issue can cause serious injury in emergency situations. The investigation is ongoing.